Event description:
A customer from the united states notified biomérieux of false resistant results for a cap survey strain (d-08) when testing with the vitek® 2 ast-gn95 test kit. The alcaligenes faecalis strain tested false resistant (mic >=128) for piperacillin/tazobactam using the ast-gn95 card, lot 6850485403. The expected result is susceptible. The customer did repeat testing and still obtained resistant results (mic >/=128) with the same lot. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for false resistant (mic >=128) piperacillin/tazobactam results for a alcaligenes faecalis cap survey strain (d-08) when testing with the vitek® 2 ast-gn95 test kit. The biomerieux cap d-08 survey strain was subcultured on tsab agar, and the identification was confirmed as a. Faecalis ssp faecalis. Testing included the ast-gn95 (6850485403) card lot as well as broth microdilution (bmd) as the reference method for tzp03n formulation found on all card types associated with this investigation. 911704 (biomerieux internal d-08 strain): the ast-gn95 card was susceptible mic [</= 4, and bmd was susceptible mic </= 4. The ast-gn95 card and reference method are in agreement. Quality systems (qs) performed a search for all complaints against the ast-gn95 (6850485403) card lot associated with the complaint and no trends were observed. The vitek 2 ast-gn95 card and reference method are in agreement. The card performed as expected.